Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke at the very top of the rubberized grip section in a mouth while brushing the teeth. This report had no adverse event and action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke at the very top of the rubberized grip section in a mouth while brushing the teeth. This report had no adverse event and action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 lot number and returned sample was not provided. A review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found within in a two year review period. Design, formula, packaging or labeling changes was reviewed for a two year review period. The handle material was changed and validated to increase flexibility. Based upon an acceptable product and manufacturing history review, lack of a lot number and sample and no adverse trends, a root cause could not be determined. Disposition was undetermined. As per the information provided by the consumer regarding product usage it can be interpreted that the product was used for treatment. No issues were noted during this investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke at the very top of the rubberized grip section in a mouth while brushing the teeth. This report had no adverse event and action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.